Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient's implantable neurostimulator (ins) for spinal pain. It was reported that the patient hasn't been able to connect to ins with insr (implantable neurostimulator recharger) for about a month and a half. They said about a month ago, they've had trouble charging their insr. Currently the insr screen is blank and not taking a charge. The screen will light up for 1 second but they were unable to see what was on the screen. The caller was unable to reset the insr as they didn't have a screwdriver. The light is on the dtc (desktop charger) and there's no damage to it. No patient symptoms reported. No further complications reported/anticipated. Additional information received from the patient indicated that they have no telemetry with recharging. They mentioned that in the past, the recharger would take a long time to pair with the implantable neurostimulator (ins) for charging. The patient added that it would take about 30 minutes. They mentioned that the ins would not take long to charge once they were able to connect the recharger. The patient stated that this occurred sometime in 2019 but could not provide a month/date. They added that they were last able to successfully recharge about 2 months ago. The patient mentioned that they received an epidural, so they stopped using their device. They mentioned that their recharger was replaced, so they tried charging the ins, but is now seeing the poor communication screen. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated. Additional information was received from a patient. It was reported that equipment was changed and the manufacturer representative (rep) tried to recharge but was unable to. Patient stated the issue resolved and the battery would be replaced on (b(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2020. They reported that the explanted ins was given to a rep at their (B)(6) 2020 appointment with the explanting physician. No further complications were reported or anticipated.